Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that a 3.5x26 graftmaster stent graft was implanted in an unspecified vessel for treatment of a perforation. The perforation was sealed. Use of the graftmaster stent system did not cause additional complications or adverse events; however, delivery of the stent system was reported as difficult. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.